Event description:
It was reported a patient underwent a percutaneous transluminal angioplasty (pta) followed by deployment of an angio-seal to seal the arteriotomy site. Following discharge and approximately 10-12 hours post deployment the patient presented to the hospital with a 15 cm hematoma at the groin site. Manual pressure and a pressure bandage were applied. The patient was reportedly recovering with a big hematoma present.